Event description:
The hospital biomedical engineer reported an issue the perfusionist encountered with the mps console during use. The report stated that the console displayed an alarm code for "unknown temperature" and would not heat. The report did not state at what point during priming or the procedure the alleged issue occurred. Initial troubleshooting indicated the problem may be due to a problematic ir sensor causing an inaccurate temperature reading. The console was returned to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged issue.

Manufacturer narrative:
The console was received and the reported complaint was not duplicated. The customer reported the console would not heat. Log data showed the circulation system was turned off and then warm delivery was selected which would have caused the console not to heat. Review of log data found that while delivering cold cardioplegia, the ir temperature and h20 temperature were off by more than 15 degrees. The console was opened and checked for defects and damage. The console was turned on and the room temperature was 20 degrees c and the console delivery temp (ir) display showed it to be 37 degrees which is not accurate. The ir sensor was suspect and replaced as a result of the investigation. After replacement and calibration of the ir temp sensor, the condition was no longer duplicated. Console 2203 was reassembled and passed all functional testing.